Manufacturer narrative:
Customer (person): phone: (B)(6). Occupation: clinical nurse, pccu. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the lumen of an unknown cook central venous catheter occluded during an infusion on an unknown pediatric patient. An infusion of noradrenaline was running on a syringe driver from another manufacturer. A 50ml syringe was attached to the needle-free valve. The infusion was administered >1ml/hr through the lumens, and where possible, a turbo flush was given through each lumen every 8-12 hours. The device was found to be occluded despite the continuous infusion running. No additional harm to the patient has been reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation a representative of (B)(6) hospital (B)(6) reported to cook on 31jul2022 that the lumen of an unknown cook central venous catheter occluded during an infusion in an unknown pediatric patient. An infusion of noradrenaline was running on a syringe driver from another manufacturer. A 50ml syringe was attached to the needle-free valve. The infusion was administered >1ml/hr through the lumens, and where possible, a turbo flush was given through each lumen every 8-12 hours. The device was found to be occluded despite the continuous infusion running. No additional harm to the patient has been reported. A review of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_ulmabrmau_rev0] ¿spectrum central venous catheters,¿ provides the following information to the user related to the reported failure mode: suggested catheter maintenance ¿to prevent clotting or possibility of air embolus, the double-lumen¿s #2 lumen, and the triple-lumen¿s #2 and #3 lumens should be filled with saline solution or heparinized saline solution (100 units of heparin per cc of saline is usually adequate), depending on institutional protocol, prior to catheter introduction. Any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Heparin-locked lumens should be reestablished at least every 8 hours. Before using any lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumens should be flushed with normal saline between administrations of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock.¿ instructions for use ¿2. Prepare the catheter for insertion by flushing each of the lumens and clamping or attaching the injection caps to the appropriate extensions. Leave the distal extension uncapped for wire guide passage.¿ based on the information provided, no product returned, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is possible that there was medication incompatibility, but there is no evidence of this. Its also possible there wasn¿t enough flushing during initial placement and between medications, but cook is unable to confirm this either. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.